Event description:
A customer contacted baxter's global technical service center (gts) regarding a compact exchange device (cxd) ii with a broken carriage. The caregiver (cg) stated the carriage on the cxd machine was broken at set up. The baxter technical service representative (tsr) initiated a swap. The cxdii was to be returned to baxter for evaluation. There was no patient injury or medical intervention indicated at the time of the reported incident. The cg can spike the bags by hand.

Manufacturer narrative:
(B)(4). Device received for evaluation. A follow-up MDR will be submitted upon completion of the evaluation.